Event description:
During laparoscopic cholecystectomy, telescope end spontaneously opened and rod lenses spilled into abdomen. All but one rod were retrieved during initial surgery. Pt was returned to operating room for removal of final rod on same day.